Manufacturer narrative:
(B)(4). Customer will not return the product considering this a new replacement; customer retained the product, waiting for lab results done at the doctor's office for verify blood glucose results accuracy. Most likely underlying root cause of malfunction: use had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 88, 100, 146, 122 and 60mg/dl. The customer's expected fasting blood glucose test result range is 160 to 180mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer declined back to back blood tests. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016 the meter memory was reviewed for previous test result history (date / time not set): 88mg/dl (B)(6) 2016 06:31 am fasting: yes; 100mg/dl (B)(6) 2016 08:30 pm fasting: yes; 146mg/dl (B)(6) 2016 12:26 am fasting: yes; 122mg/dl (B)(6) 2016 08:06 pm fasting: yes; 60mg/dl (B)(6) 2016 07:23 am fasting: yes.